Manufacturer narrative:
Service evaluation of the treatment tip confirmed damage to the tip membrane. This evaluation confirms the customer¿s account of possible sparking from the tip membrane during treatment. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. Investigation found that sparking from the tip membrane is caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. The datacard was not evaluated so it is unclear if any errors occurred that alerted operator. A review of the manufacturing records showed all requirements were met. It was reported no patient injury occurred during treatment. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action necessary.

Manufacturer narrative:
Item a1 was corrected to 2018-15183. The evaluation of the returned sample found the tip passed flow and thermistor testing. No leak tests or functional tests were performed. The tip failed visual inspection due to the presence of dialectric breakdown. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The user facility reported a spark during a treatment pulse. There were 56 pulses that had been previously completed. There was no impact or injury to the patient.